Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run functional testing) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy) and service code 203 (pulse test fault). The cause for the failure was isolated to a shorted c1 capacitor and defective l1, l2, and d1 components on the computer/analog pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor reported that it was unable to pass incoming functional testing.